Event description:
A customer reported that during vitreo-retinal surgery, there was fluid leaking from the cassette. The cassette was exchanged. The report did not disclose whether there was any impact to the pt. Additional info has been requested.

Manufacturer narrative:
No samples have been received for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).